Manufacturer narrative:
The li-ion battery involved in the reported complaint will not be returned for evaluation because the customer has disposed of it. Therefore physical investigation could not be performed and the root cause could not be determined.

Event description:
The autopulse platform (sn unknown) was used to treat a patient in cardiac arrest. After an unknown period, the platform stopped as the battery (sn (B)(4)) could not power on the platform. The battery status led showed solid red light when the status button was pressed. The battery was replaced and the platform continued compressions without any further delay or interruption. No consequences or impact to the patient.